Manufacturer narrative:
The insulin ump had a cracked battery tube threads, minor scratched display window, missing reservoir tube o-ring, reservoir tube lip completely broken off and test reservoir unable to lock into place. The insulin pump passed the prime/a33 and excessive no delivery test. Unable to perform the displacement, rewind, basic occlusion and occlusion test due to reservoir tube lip anomaly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 389mg/dl at the time of the incident. The customer states the rubber ring area that holds the reservoir, is missing, so the reservoir came out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.